Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years post implant of this mitral annuloplasty ring, it was explanted and replaced with a bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the ring explant was performed based on patient symptoms. The surgeon stated there were no allegations against the ring's function. If information is provided in the future, a supplemental report will be issued.